Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure wherein the leads were replaced. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's lead was showing high impedance. The patient will undergo a lead revision procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead was showing high impedance. The patient will undergo a lead revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's lead was showing high impedance. The patient will undergo a lead revision procedure. No device malfunction was suspected.